Event description:
It was reported that the device had a power on reset (por). Review of performance data noted that a "bit flip" occurred in the device memory. The por was cleared and the device remains in use. It was also noted that a por occurred about 6 years prior and the patient was undergoing radiation therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters. A critical ram parity error por on (B)(4) 2006 and (B)(4) 2012 in locations "18 47" and "1f df" respectively. The device should be able to recover from the event and continue normal function. Radiation therapy noted concomitant with 2012 event.